Manufacturer narrative:
At the completion of the investigation, based on medical information available for review, clinical was able to find substantial evidence to support the reported endoleak type ii of the patent inferior mesenteric artery, sac growth, coil embolization, and secondary procedure. There was not enough evidence to support the reported stent migration, and possible endoleak type iiib. Additionally there was evidence to reasonably support the following observation additional coiling of the right external iliac branch post implant. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the type ii endoleak was related to the anatomy and cautionary product use conditions such as a patent inferior mesenteric artery and a branch of the right external artery; these conditions were exacerbated by the use of anti-coagulant medications. The type iiib endoleak was refuted. The most likely cause of the sac growth was related to the type ii endoleaks. No known device, user, or procedure related issues were identified. Associated clinical harms for this device failure included: type ii endoleak, coil embolization of the right iliolumbar and inferior mesenteric arteries; and a secondary endovascular procedure (reline with ovation). And, the final patient disposition was reported to be stable. Additionally, there was evidence of an intraoperative loss of seal near the left iliac artery, which spontaneously resolved prior to one month post implant. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Correction: (B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and an infrarenal aortic extension. A follow up showed the patient had a type 2 endoleak, aneurysm sac growth, a potential proximal cuff migration and a potential type 3b endoleak. The physician completed a coil embolization procedure to resolve the type 2 endoleak and relined with an ovation device to resolve the potential type 3b endoleak as well as increase the overlap of the main body and proximal extension. There have been no additional adverse events reported for this patient.